Manufacturer narrative:
This report is submitted on august 10, 2018, (B)(4).

Event description:
Per the surgeon, the patient experienced skin overgrowth at the abutment site and subsequently underwent an abutment change under a general anaesthetic on (b(6) 2018. The issue has reportedly since resolved, and the patient has resumed used of the device successfully.